Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. Upon review, it was suspected that this electrode is fracture. The system was turned off and will be replaced by a transvenous system. This electrode remains in service. No additional adverse patient effects were reported.